Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative reported the door would not open. Gantry covers were removed and found that dingus was locked with door closed and rotor alignment was off. The door rotor was moved to correct location. Issue resolved. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, the gantry of the imaging system could not be opened. It was reported that the when the yellow button and open button were selected, a clicking noise was heard from the system. The procedure was completed without the use of imaging. No information was provided on delay to procedure and patient outcome.

Manufacturer narrative:
Correction: medtronic received information that the reported issue occurred outside of a procedure.